Event description:
A report was received that the patient was experiencing headaches and nausea while stimulation was active. The patient refused reprogramming and will undergo an explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02 serial # (B)(4). Description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing headaches and nausea while stimulation was active. The patient refused reprogramming and will undergo an explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing headaches and nausea while stimulation was active. The patient refused reprogramming and will undergo an explant.

Manufacturer narrative:
Additional information was received that the physician does not believe the event was device related.